Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was resetting and wasn't able to fully power up. The cause of the monitor resetting was a defective programmable logic device (pld) and pxa processing chip on the c/a board. The root cause of the defective pld and pxa chips could not be positively identified. No adverse event resulted from the defective pld and pxa chips. The patient received a replacement monitor.